Event description:
During review of the in-house programming/diagnostic history database, it was observed that initial interrogation on (B)(6) 2004 resulted in settings that were indicative of a faulted system diagnostic test occurring. The date of the event is unknown. No diagnostics were performed on the prior date on (B)(6) 2003. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Date of birth, corrected data: the initial report inadvertently reported this data incorrectly. Sex, corrected data: the initial report inadvertently reported this data incorrectly.